Event description:
It was reported that during a percuntaneous transluminal coronary angioplasty/stent procedure, the balloon ruptured during the attempt to deploy the stent. Upon removal of the stent delivery system, resistance was encountered and the deployed stent was displaced proximally within the vessel. Using force, the delivery system was removed. Another co's stent was deployed distal of the displaced stent, in order to cover the lesion. The displaced stent was post-dilated with the second stent delivery system balloon.